Manufacturer narrative:
Batch review performed on 27 may 2019: lot 146325: (B)(4) items manufactured and released on 05-dec-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: femoral component revision surgery occurred 4 years after cementless total hip arthroplasty in a (B)(6) year old man. Radiographic image shows the presence of radiolucent lines in gruen zones 1, 2, 6 and 7. Pedestal is also visible suggesting distal fixation of the stem. Aseptic loosening is a possible literature described mid term adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
About 4 years and 3 months after primary the surgeon revised the patient for hip stem loosening. The surgeon revised successfully the patient stem and ceramic head.